Manufacturer narrative:
Exact date unknown, event occurred a few days ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein the physician swapped the tails of the lead in the battery to determine that the impedances were on the lead and not the battery. The patient was doing well postoperatively.